Event description:
It was reported that an ilet bionic pancreas exhibited an unresponsive touchscreen after restart and software update, with no visible physical damage, while blood glucose management was reportedly unaffected and the device had been synced prior to shutdown. Symptoms included no injury and no adverse physiological effects. Outcomes included the user being unable to operate the device functions via the screen and requiring a replacement device. Investigation included customer service troubleshooting and user education, including restart, software update, and guidance on data sync, shutdown, return procedures, and temporary continuation of cgm use with phone or receiver. Investigation of this case revealed the screen remained unresponsive despite update and restart, with no external damage observed. It was concluded that the device experienced a screen malfunction that impaired usability without causing clinical harm.